Event description:
Top head has broken off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the top head of the oral-b toothbrush refill broke off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.